Manufacturer narrative:
The product was returned to the troyes facility, but did not have the proper decontamination certificate filled out and was unavailable for evaluation. No pictures were available at the time of this evaluation. Consequently, the definitive cause cannot be conclusively determined. The review of the DHR records revealed no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. The stg has adequate instruction on proper device usage, there is no evidence it contributed to this event.

Event description:
It was reported that during the procedure the mobi-c implant was jammed on the inserter, when the surgeon attempted to remove it, the implant disassembled. An alternate implant was used to complete the case without reported patient impacts.

Manufacturer narrative:
This medwatch is submitted to send the an initial report of this complaint the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident as well as a request to obtain the implant in order to better assess the situation. Investigation in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : disassembled. According to the reporter: it was a 2 levels surgery. Level involved in this case : c5-c6. Implant was loaded correctly and inserted. But when surgeon wanted to remove the implant holder, implant was jammed on the implant holder and then fell apart. Another device of the same size used used. No harm to the patient. Additional info received from reporter on 04/dec/2018: the patient's health is fine. The surgery did not extend 30 minutes in terms of delay. Depth stop was set to zero. Implant was properly loaded on inserter. No resistance encountered during insertion. No angle or rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant. He did not know if the disc space was under distraction or not . The surgeon used the mobi-c distraction forceps but the reporter do not know the meaning of the no touch level thus does not know if it was used or not. Investigation still in progress.